Event description:
Caller reported a malfunction on pump, stating it displayed the message "the pump cannot operate" with malfunction code 0x277d. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Cts assisted caller with resetting pump and provided pump reset information. The malfunction did not recur after resetting, and caller was instructed to continue using pump and to call back if malfunction code appears again. Caller acknowledged and understood guidance.